Event description:
It was reported that the (thunderbeat 5 mm, 35 cm, front-actuated grip type s an error indicating a possible metal pinch was displayed after approximately 30 minutes after starting use. The intended therapeutic total laparoscopic hysterectomy (tlh) procedure was completed with another similar device. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. In addition, the investigation found that the pad had wear, and a crack was observed in the probe approximately 13 mm from the tip. Based on the results of the actual product inspection and investigation, it is mostly like that the phenomenon reported occurred through the following mechanism. When the seal and cut was output, there was nothing being held between the grasping section and the probe (including after the tissue had been cut), which caused the tissue pad to wear out. Due to the wear of the tissue pad, the non-insulated area of the grasping section came into contact with the probe. The output in seal & cut mode was activated while the non-insulated area of the grasping section was in contact with the probe, resulting in the development of a contact mark. Force applied to activate the output in seal & cut mode or to grasp tissue was exerted on the probe, leading to the development of cracks at the contact mark. Therefore, an error occurred. Based on the results of the investigation, the root cause of the reported malfunction cannot be identified, and a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.